Manufacturer narrative:
Follow-up # 1 date of submission 01/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required excessive force to activate; the up arrow and ok keypad buttons responded appropriately and have normal spring back and click. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and noted the down arrow keypad button was intermittently responsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.